Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms device lot number 8114137. The complaint device was returned with the handle in the opened position. The basket formation was retracted inside the basket sheath. The cannulated handle and portion of coil is exposed approximately 89 cm from the distal tip. The cannulated handle is bent over at the nose of the mlla. Functional testing noted the handle is stuck and does not move. There are two kinks located in the basket sheath at 87.7 cm from the distal tip and 88.5 cm from the distal tip. The remaining support sheath is still adhered to the basket sheath. The basket assembly was removed from the basket sheath for observation. Visual examination noted the basket formation is complete and free of damage. The distal cannula is complete. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records revealed there have been no other complaints received for the complaint device lot number 8114137. According to the instructions for use (IFU): precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to extensive sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. A conclusion as to the cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: ureteric catheter, guidewire, access sheath, ureteroscope. PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cystoscopy, rgpg, ureteroscopy, +/- biopsy, +/- laser, +/- jj stent procedure, the urologist pulled out the basket and said it was damaged. Upon inspection it seems the nitinol had come apart along the shaft of the basket and was not enabling the basket to open and close. As reported, there was no unintended portion of the device remaining inside the patient's body. The patient did not require any additional procedures and there were no adverse effects on the patient due to this occurrence.